Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 900 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother called an ambulance after finding patient on the floor crying and screaming. Symptoms reported include hyperglycemia, loss of consciousness and high ketones. The patient was treated with insulin. The patient was released after spending 8 days in the hospital, and has an upcoming appointment to have kidneys checked. This pod was discarded.